Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The device was otherwise normal. (B)(4).

Event description:
It was reported that during implant, the set screw could not be tighten. Another device was implanted. The patient's condition was stable through the whole procedure.